Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, there was flooding of the connectors and corrosion to the free lock lever and the scope mount. The free lock lever was also cracked. Based on the results of the investigation, the scope communication error code, b30, was found due to flooding of the connector, which is an expected or random component failure without any design or manufacturing issue. A device history review (DHR) of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during an unknown therapeutic procedure, the subject device was unusable due to the comment "please contact olympus" displayed. There was no patient harm reported.